Event description:
It was reported that a user experienced hyperglycemia with blood glucose up to 389 mg/dl after a meal while using ilet with dexcom g7, and it was later disclosed that the infusion set was deployed incorrectly because the needle guard was not removed prior to insertion; the user replaced the site and glucose values trended downward without alerts or alarms and without backup therapy, ketone testing, medical intervention, or hospitalization. Symptoms included feeling lightheaded. Outcomes included transient impact to routine glucose control without long-term impairment. Investigation included customer service troubleshooting and education regarding infusion set insertion and verification of supplies. Investigation of this case revealed an infusion set deployment error leading to inadequate insulin delivery, consistent with an incorrectly attached or obstructed infusion set connector. It was concluded, based on previously established findings for similar reports, that the cause was user technique error during infusion set insertion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.